Manufacturer narrative:
We have not received the complaint device for investigation since the device has been discarded by the user. Hence, we could not conclusively determine the root cause of the device malfunction. This device was checked by the user prior to use and was found to be functional. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have sent a list of follow-up questions to the contact person at the hospital but we have not yet received a response since the surgeon is currently on vacation. The investigation is ongoing.

Event description:
The device was checked at the beginning of the procedure by the scrub nurse and senior reg and it was working. During the procedure, when it was in the carotid artery, it had a hole in it and then came out of the artery. It sprayed blood everywhere, all over the anaesthetic machine. This then made the anaesthetic machine break and fail . They then opened another shunt to plug the artery as there was extensive blood loss at this point. The patient has suffered a stroke afterwards. The patient is currently on poccu (level 3 patient hdu care bed).